Event description:
Caller reported that a malfunction occurred on the pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.